Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited low lead impedance. The chest x-ray revealed that there was significant insulation breach where the lead passes over the clavicle. The lead was capped and replaced.